Manufacturer narrative:
The device was returned for evaluation. The device was attached to the usg-400/esg-400 and a probe check was performed; the device did not pass the probe check. Both switches were checked and found both switches were functional. A visual inspection on the received condition was performed on the device; there was some tissue buildup. The ptfe pad (teflon pad) was inspected and found it was lifted exposing metal. The distal end of the device was inspected under a microscope and found a hairline crack on the probe tip unit. The wiper movement was normal. The consistency of movement of the handle and jaw was normal. The handle load is normal. The rotation of the knob torque was normal and smooth. Based on the evaluation the cause to the probe damage was due to the probe coming into contact with a hard or metallic surface during activation email address: (B)(6).

Event description:
The manufacturer was informed that during an unspecified procedure, a probe damage error was observed on the device. After several tests, a new thunderbeat instrument had to be used. The company representative stated that the device experienced "a typical teflon pad burned, with no metal exposed or fragment left in the patient cavity."